Manufacturer narrative:
An investigation was performed in response to a complaint of progesterone quality control (qc) level 1 was out of package insert range. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) I ultimately resolved the complaint by performing a decontamination procedure for the instrument and bottles used for making wash and diluent. The fse prepared fresh wash and diluent, then had the customer calibrate and run qc the next day and the controls were in range. This investigation confirmed a biological contamination and the cause was traced to maintenance. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-months complaint and service history review for serial number (B)(4) from the date of (B)(6) 2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
It was reported that the quality control (qc) level 1 for progesterone is out of package insert range. The quarterly cleaning was performed last month. There were no other assay issues. Customer has used two different calibrator and test cup lot numbers with the same results. This is a reportable event based on delay in reporting patient results for progesterone assay.